Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b5. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided from the customer that the user had not thoroughly read the oer-4 manual; while aware of the recommended replacement frequency. The customer replaced the filters only once a year due to cost considerations.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor water filter replacement period may be outside the recommended operating range, due to the extremely low number of cases at the facility, all filters are replaced once a year. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection; therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use (IFU): maj-2318 instruction operation manual "chapter 7 monthly or weekly tasks to do as necessary_7.2 replacing the water filter (maj-2318)" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.